Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 12feb2025, it was stated that the device had been removed from service and would not be repaired. The ventilator would be replaced by the respiratory department. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the screen remained blank when powered on. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the devices software version and that it, as of the time of the display issue, had a 1st generation liquid crystal display (lcd). The rse advised the customer that the user interface (ui) assembly without navigation ring would need to be ordered so that a 2nd generation lcd, which is included in the ui assembly, would be installed and replaced. This investigation is ongoing.

Manufacturer narrative:
E1: reporter phone #: (B)(6).